Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbc3d4 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that following the device upgrade procedure, there were high rate nonsustained tachycardia episodes and noise exhibited with the right ventricular (rv) lead. The physician concluded that the noise on the rv lead was caused by an external source. The lead remains in use. No patient complications have been reported as a result of this event.